Manufacturer narrative:
Pc(B)(4).the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr index procedure, asr xl acetabular system, right hip, reason for planned revision: raised chromium and cobalt levels. Doi: (B)(6) 2010; dor: planned on (B)(6) 2018. Update ad (B)(6) 2018: follow-up information received from file handler stated" I write to confirm that the revision surgery did go ahead on (B)(6) 2018, as planned.